Manufacturer narrative:
The coaguchek xs meter serial number was not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter compared to an unknown laboratory method. The patient had an initial meter result of 2.0 inr while at the same time, the laboratory result was 2.7 inr. The patient¿s doctor advised that both the meter reading the laboratory result were within the patient¿s therapeutic range. The patient's therapeutic range was not provided. The patient's interval of testing is once a week.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6).